Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. As a result, the device was successfully explanted on (B)(6) 2026. No additional adverse patient effects were reported. This device has not been returned.